Event description:
Care giver (cg) left a voice message for corporate product surveillance to report a cap was missing off the patient line. No patient involvement, injury or adverse event was reported.

Manufacturer narrative:
(B)(4). This report of a missing component (cap not on patient line) was not confirmed and the cause was not identified because a sample specific to this complaint was not returned to baxter. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.